Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for projected remaining capacity during pre-implant interrogation. Data analysis has not been completed; therefore, this device was not cleared for implant. No patient involvement. Product return is expected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the pacemaker was performed. Review of device memory confirmed a low voltage alert, code 1003, occurred on 18-jun-2024. Review of device memory also noted a high power alert, code 1002, occurred on 13-jun-2024. The device, which was received in our laboratory still in storage mode, was taken out of storage mode. The device was then exposed to simulated heart load conditions, and the pacing, sensing, and recording functions of the device were tested. A high current drain was detected. The device case was removed to facilitate inspection and testing of the internal components. Internal inspection noted a bulging battery. The battery was removed and replaced with an external power source. Testing confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause was unable to be determined. Analysis determined the first recorded instance of an alert, code 1002, occurred on 06/13/2024. As such, the event date has been modified from 08/29/2024 to 06/13/2024 accordingly.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for projected remaining capacity during pre-implant interrogation. Data analysis has not been completed; therefore, this device was not cleared for implant. There was no patient involvement. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.